Manufacturer narrative:
The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare provider reported bilateral ruptures and bilateral capsular contracture baker grade IV. This record is for the left side. The device has been explanted.

Event description:
Healthcare provider reported bilateral ruptures and bilateral capsular contracture baker grade IV. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified the device was broken shell, missing shell, dark ring and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge broken in the shell with stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with stress marks in the side posterior assessed as surgical impact opening. Missing shell assessed as inconclusive.